Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 56mg/dl. It was reported that the night before the customer's blood glucose was over 600mg/dl and that the father over treated for the high blood glucose. The customer had seizures and paramedics were called and taken to the hospital. Also, the customer's father initially reported that the insulin pump alarmed. No further information was provided.